Event description:
Customer complains blood leak during treatment. The dialyzer was on its second reuse. No additional info if the patient suffered any blood loss or, if any, how much it was. There was no patient harm and no medical intervention necessary. (This is the third report for the third dialysis center, refering on two other reports: see MFR reports# 9611369-2007-00133 and 9611369-2007-00134).